Manufacturer narrative:
Patient code: (B)(4). Device code: (B)(4)- hernia recurrence occured. It was reported that following procedure the patient experienced adhesion, pain and hernia. It was reported that patient underwent mesh removal on (B)(6)/2015 by dr. (B)(6) due to recurrent hernia and adhesion of mesh.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgeries on (B)(6) 2013 and again on (B)(6) 2014 and mesh was implanted during each surgery.  It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/17/2019.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.